Event description:
Pt's skin and sclera turned green before death. Urine increasingly green 2001 x 5 days. CT drainage tinged green, stools green for 2 days. Pt on tube feedings for 9 days. Jevity plus 20-50 cc/hr. Formula changed on day 7 pulmocare. Five days prior, pneumothorax question of ileus on day 7. Question of gi obstruction 3 days later. 2 days earlier extubated. Started tpn. Autopsy findings include: acute mi, cardio resp failure, possible septicemia, fatty liver, ischemic colitis with marked dilation of cecum and colon. Peritoneal cavity contained 600 cc blue stained fluid. Pleural surface: small amount anthracotic pigment. Pt on amioderone in 2001 one day after start of tube feedings. Pt on solumedrol. Pt complained of severe weakness 20 days later.